Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 12mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, as the device was being loaded onto the wire, the shaft broke in half approximately 60 cm from the hub. The procedure was completed with a different synergy stent. No patient complications noted.